Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The instrument was found to have a broken conductor wire at the proximal end inside the waterfall pulleys. As a result the instrument failed the continuity test. Based on the information provided at this time, this complaint is being reported because the instrument had conductor wire damage with no evidence or claim of user mishandling or misuse.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps would not cauterize. The customer tried different cords which did not help either. Finally, they got another instrument which worked fine. The procedure was completed with no reported injury.